Manufacturer narrative:
(B)(4). Date sent: 9/5/2024. D4: batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the valve was loose and lead to hard maintain abdominal insufflation. Switched to a new device to continue procedure. Procedure completed successfully with no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 10/16/2024. D4: batch # a9ec9t. Investigation summary : the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that b12lt device was received with the obturator inserted through the sleeve, for this reason the seal mechanism was found to be deformed. In addition, the packaging opened was returned along with the instrument. Due to the condition of the retuned device had no functional testing could be performed to evaluate the reported incident. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.